Manufacturer narrative:
The insulin pump had blank display due to battery tube connector not plugged in properly into interface board. Device had minor scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that the battery cap was not damaged or corroded. The display did not return after troubleshooting. The blood glucose at the time of the incident was 264 mg/dl. The device was returned for analysis.